Manufacturer narrative:
Continuation of d10: 5076-52 lead, implanted: (B)(6) 2006 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient went to the emergency room due to a right ventricular (rv) lead integrity alert for high rate non-sustained episodes, sensing integrity counter (sic), and high undefined rv pacing impedance. Noise on the rv lead was also reported during a pocket stress test. The physician suspected a possible rv lead fracture. Reprogramming of the rv lead occurred. Approximately 4 days later, a device check was performed again, and more noise was reported. Additional reprogramming occurred and lead removal was scheduled. Approximately 2 weeks later, the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: d6b product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.